Manufacturer narrative:
A user facility reported, "the item will not connect to the hospitals manifolds that they use in the neptune suction systems. However our 71-c610 does fit. According to the pictures I was provided the 6mm connector between the 71-c6100ns is alot smaller then the 6mm connector on our 71-c610." Deroyal industries requested return of the device but it has yet to be returned. A supplier corrective action request (scar) has been issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information is available.

Event description:
A user facility reported, "the item will not connect to the hospitals manifolds that they use in the neptune suction systems. However our 71-c610 does fit. According to the pictures I was provided the 6mm connector between the 71-c6100ns is alot smaller then the 6mm connector on our 71-c610."

Manufacturer narrative:
A user facility reported, "the item will not connect to the hospitals manifolds that they use in the neptune suction systems. However our 71-c610 does fit. Accoridng to the pictures I was provided the 6mm connector between the 71-c6100ns is alot smaller then the 6mm connector on our 71-c610." Deroyal industries requested return of the device but it has yet to be returned. Deroyal industries performed an inventory check on two cases that were found in inventory of the tubing. No all were found to be acceptable with no issues found. No failure modes and effects analysis could be reviewed by deroyal as this is a purchased product. Deroyal did review corrective and preventive actions but none were related to this product. Deroyal ran a complaint to sales ratio for this product from january 2023 to january 2025 and found it to be (B)(4). The scar was returned after the supplier completed their investigation. The supplier checked for existing inventory, but none was available in the factory. A total of 6 samples were inspected in previous batches and all were found to be within the specification range. Deroyal industries worked with the supplier to determine that the product produced was in specification, but the specification was not adequate for the use of the tubing. It was then determined to make a change to the size of the product. Root cause: while the product was determined to be within specification, the root cause was determined to be due to the specifications now allowing for compatibility with the suction device. Corrective and preventive actions: deroyal requested that the supplier change the specifications to allow for greater compatibility with the suction devices. Supplier has issued modified drawings for review which are in process of being confirmed. Deroyal industries initiated a recall to remove products from the field that were manufactured prior to the corrections made by the supplier/manufacturer. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.